Event description:
Customer obtained a result of 13.4 mmol/l on the advantage system and took 24 units of 70/30 insulin based on this result. Ninety minutes later the customer was unresponsive and the paramedics were called. The customer tested approximately 1.0 mmol/l on the paramedic's device and 10.4 mmol/l on the advantage system at the same time. Customer was given an IV of unknown contents and taken to the hospital. Further treatment and results are unknown. Requested return of suspect system and replacement was sent.